Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer's blood glucose was 202 mg/dl. Customer also requested and received assistance in programming insulin pump. After assistance it was noted that customer was trying to program old insulin pump. Customer was advised that she needs to get her new insulin pump as customer was previously advised not to use old insulin pump due to needing to be replaced.